Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding a navigation system issue that occurred outside of a procedure. It was reported that the site was experiencing the system becoming unresponsive to sure input when navigating multiple tasks in the software, including when they were trying to delete an exam. The disc space on the system showed around half of the hard drive space was full. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.